Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician successfully implanted four smart coils into the target vessel using the microcatheter and handle. The physician then advanced the next smart coil into the target vessel using the microcatheter and detached it using the handle. However, when the physician pulled the pusher assembly back, the physician noticed that the smart coil was still connected to its pusher assembly. The physician then attempted to manually detach the smart coil but was unsuccessful. After several failed attempts to detach the smart coil using the handle and manual detachment, the physician decided to remove the smart coil. While removing the smart coil, the coil unintentionally detached. The physician then used a guidewire to successfully push the detached smart coil into the target vessel. It was reported that the same issue occurred with two additional smart coils. The two additional detached smart coils were also successfully pushed into the target vessel using the guidewire. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The penumbra smart coil was implanted in the patient; therefore, a device investigation could not be performed. Without the return of the device, the root cause of the problem could not be determined. The manufacturing records for the lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.